Event description:
It was reported that during the procedure of ais (acute ischemic stroke) the distal section guidewire (subject device) was fractured and the broken part was left inside patient's body. The length of the fractured guidewire might be about the length from openning of m1 segment to tail of ica at that time as seen under dsa. The procedure was completed successfully. Patient has left the facility. No additional information is available.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the guidewire was confirmed to be in good condition prior to use on the patient and was prepared as per the dfu, continuous flush was set-up and maintained throughout the clinical procedure, and the patient's anatomy was moderately tortuous. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of ais (acute ischemic stroke) the distal section guidewire (subject device) was fractured and the broken part was left inside patient's body. The length of the fractured guidewire might be about the length from openning of m1 segment to tail of ica at that time as seen under dsa. The procedure was completed successfully. Patient has left the facility. No additional information is available.